Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a t11-l4 spinal procedure using posterior fixation. Three days post op, it was reported that one screw at l1 was found in the spinal canal, and the other screw at l1 was found in the intervertebral disc. The revision surgery was performed to replace the screws.